Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer went to the emergency room based on readings obtained using expired strips and the amount of insulin he took in response to those readings. The customer states the meter gave him a reading of hi,which on the system indicates a result in excess of 600 mg/dl, with expired strips and he treated himself with insulin. He continued to check his sugar throughout the night and never got a reading lower than 429 mg/dl. He did not provide the time for the 429 mg/dl reading or the time he treated with insulin. The readings the customer remembers are: (B)(6) 2015, 2:00 am hi mg/dl on aviva meter, (B)(6) 2015 3:00am 500 mg/dl on aviva meter, (B)(6) 2015 4:14am hi mg/dl on aviva meter, (B)(6) 2015 5:30am 67 mg/dl on hospital meter meter and strips replaced and requested for return.